Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 06/30/2016. Customer confirms the strips are stored properly, however customer is unsure how long the test strips have been in use. 1:374mg/dl (B)(6) 2015 12:37:00 pm fasting:yes. 2:151mg/dl (B)(6) 2015 07:33:00 am fasting:yes. 3:101mg/dl (B)(6) 2015 01:49:00 pm fasting:yes. 4:145mg/dl (B)(6) 2015 08:35:00 am fasting:yes. 5:78 mg/dl (B)(6) 2015 12:27:00 pm fasting:yes. The result that concerns the customer is 374mg/dl adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 06/30/2016. Customer confirms the strips are stored properly, however, customer is unsure how long the test strips have been in use. 374mg/dl (B)(6) 2015 12:37:00 pm fasting: yes; 151mg/dl (B)(6) 2015 07:33:00 am fasting: yes; 101mg/dl (B)(6) 2015 01:49:00 pm fasting: yes; 145mg/dl (B)(6) 2015 08:35:00 am fasting: yes; 78mg/dl (B)(6) 2015 12:27:00 pm fasting: yes. The result that concerns the customer is 374mg/dl. Adverse event not reported.